Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath found the internal valve was torn by its center slit, which can compromise the valves' ability to seal pressure and fluid within the sheath. Hemostatic valve deformation due to prolonged dilator insertion during transportation or device storage was also observed. Device history record (DHR) review: the DHR for cl14773 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was performed referencing an inadequate valve seal. The maximum severity associated with this event is a 2 based on the information provided within the event description. The sheath was replaced, and the procedure was completed without patient complications. Additional review is not required. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The "cause traced to device design" conclusion code was assigned to the allegations of "blood in sheath," "visible air/bubbles," and "leak." Tears were found on the internal hemostatic valve by its center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The "cause traced to transport/storage" cause code was selected for the secondary finding of valve deformation.

Event description:
It was reported that a faradrive steerable sheath clear was selected for atrial fibrillation (a fib) . During the procedure, blood leak was noted form the sheath valve once mapping catheter was removed. When farawave catheter was inserted, air was noted. Firstly, the catheter was replaced but the issue persisted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received for analysis.

Event description:
It was reported that a faradrive steerable sheath clear was selected for atrial fibrillation (a fib). During the procedure, blood leak was noted form the sheath valve once mapping catheter was removed. When farawave catheter was inserted, air was noted. Firstly, the catheter was replaced but the issue persisted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.